Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had audio vibrate anomaly. The customer¿s blood glucose was 260 mg/l at the time of incident. Customer also stated that the sound also did not sound and they did not feel the interval that the motor went up. Device will not return for analysis.